Event description:
Zenith endovascular graft was implanted in 2004 for treatment of an abdominal aortic aneurysm. The initial procedure was planned as an aortouni-iliac configuration, utilizing a converter and an occluder. At the completion of the procedure, a successful exclusion of the aneurysm was observed. During subsequent follow-up examinations, a proximal type I endoleak was visible. Present angulation of the aorta was observed with occurrence of graft migration detected. In about 6 months a main body extension was deployed at the proximal portion of the main body graft material to resolve the proximal type I endoleak. At the conclusion of the secondary intervention, the endoleak had been successfully resolved.